Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation suspected that the monitor cable was damaged. Replacement of the cable resolved the issue. No further issues were reported. Analysis of the returned cable could not confirm any failure as the cable passed bench testing and functioned as intended. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the surgeon monitor cable was damaged which caused the monitor to work intermittently. There was no patient present when this issue was identified.